Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. No identified issues required escalation. A review of the device service history record was performed from the date of manufacture to the present date. This device was not previously returned for service. The database showed no quality notifications were opened for the device. CAPA reference: (B)(4). A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and previously returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in tw for sn (B)(4) was performed which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue. The customer stated that there was no patient involvement.

Event description:
(B)(4).

Event description:
Pressure sensor-failed calibration, bezel assembly-non supported part installed, case rear-corrosion and ail sensor assembly-cracked housing. There was no patient involvement. (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. No identified issues required escalation. A review of the device service history record was performed from the date of manufacture to the present date. This device was not previously returned for service. The database showed no quality notifications were opened for the device. CAPA reference: (B)(4). A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure and previously returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in tw for sn (B)(6) was performed which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue. The customer stated that there was no patient involvement.